Event description:
Caller reported that their pump screen became dark and unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support helped the caller resolve the issue by instructing them to plug the pump into a power source, which allowed the display to turn back on successfully, and the pump began functioning as intended. The customer acknowledged that the wake button now worked properly and was advised to return the problematic pump using a pre-paid label.